Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the blood glucose reading at the time of hospitalization was 600 mg/dl. The customer was treated with fluids in the hospital.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is high. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.